Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Customer either loaded a new cartridge or reloaded existing cartridge to resolve the issue. Customers blood glucose level was 240 mg/dl.